Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noisy signals on the right ventricular (rv) channel after the patient received an appropriate shock due to an intrinsic arrythmia. Technical services (ts) suspected the noise was non-physiologic and was electromagnetic interference (emi). It was noted the oversensing occurred for less than two seconds, and the patient's intrinsic rhythm was coming through. This ICD remains in service. No adverse patient effects were reported.